Event description:
The device was used during an unspecified procedure on the lung. Reportedly, the instrument was difficult to close. The surgeon applied another instrument to complete the procedure. The hospital has reported no pt injury occurred.